Event description:
Revision surgery due to infection occurred on (B)(6) 2020. ø36/+3 standard humeral cup, 25mm locking screw and ø36 glenosphere with screw were removed and replaced by ø36/+9 stability humeral cup, 25mm locking screw and ø36 glenosphere with screw. Primary surgery on (B)(6) 2018.

Event description:
Patient revised for fourth time on august 11 2020 due to infection approximately 3 years after primary surgery on (B)(6) 2017. Multiple previous revisions with causes unknown. Surgeon performed a washout and explanted a locking screw (size unknown), glenosphere with screw (size unknown), and 36/+6 standard humeral cup. He then implanted a new d=4.5mm l=25mm locking screw, 36mm centered glenosphere with screw, and 36/+9 stability humeral cup.

Manufacturer narrative:
Description of the event, patient's information, implanted date, catalog number, lot number previously entered incorrectly. Now updated to correct data.